Event description:
Note: this report pertains to the second of two devices that reported to malfunction during the same procedure. Refer to associated mfg report # 3005099803-2009-01266 for a description of the other event. It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed in 2009. According to the complainant, during the preparation they found two clips that had already been deployed in the sheath in the package. The procedure was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.